Event description:
It was reported that, at the time of implant, the patient had an infection that was due to the pump implant, but eventually cleared up. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).